Event description:
It was reported that when the device was used during a gastric bypass procedure, the device had an incomplete staple line. The surgeon then fired and completed another firing of a new instrument, eventually resecting the incomplete staple line. There was no consequence to pt.